Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). According to the photos received it can be observed that in photo 1 there is a small kink, according to photo 2 there is a manipulated kink, in both photos the liquid flows correctly and does not show occlusions, disconnection or restricted flow thus, by the attached pictures provided, the complaint is unable to be confirmed. The failure mode cannot be replicated therefore the root cause is not attributable at the manufacturing process. No actions were taken since the complaint was not confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device kinked during use which led to partial obstruction of flow. No adverse effects reported.